Event description:
Manufacturer received returned device explanted due to cremation. No further information on cause or date of death was available at the time of this report. A follow up report will be sent when additional is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.